Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during routine device change out due normal to eri. The lead exhibited loss of capture during the procedure. No anomalies were detected under fluoroscopy. The lead was capped and replaced. The patient was in stable condition post-procedure.